Manufacturer narrative:
Device evaluation: visual analysis of the returned one curved opening, fold creases and yellow particles was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified three openings striated and wear abrasion. Based on the device analysis the final assessment is: three openings striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side seroma and inflammation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and inflammation/irritation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side seroma and inflammation. The device has been explanted.